Manufacturer narrative:
(B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that spasm occurred. The procedure was indicated due to a type ii endoleak. The target location was the anterior mesenteric artery. An idc 2mm x 4cm coil was advanced to the target location; however, the coil would not release. The microcatheter was repositioned. Ultimately, the coil had to be removed from the microcatheter. The access paths were noted to be "extremely" complex. The physician encountered spasm and occlusion of the artery, the re-catheterization was abandoned.

Manufacturer narrative:
Describe event or problem: updated and corrected. (B)(4)

Event description:
It was further reported that the target location was the inferior mesenteric artery, not the anterior mesenteric artery as previously reported. The patient's status is the same as prior to the procedure.